Event description:
The customer questioned erroneously low glucose (glu) patient results generated on their dxc 700 au clinical chemistry analyzer (pn b86444, sn (B)(6)) compared to results obtained from the glucometer and I-stat. The patient was administered dextrose through intravenous therapy (IV) drip prior to the interventional radiology (ir) bone marrow procedure as a result of the erroneous low glu result obtained from their dxc 700 au clinical chemistry analyzer, which was conducted on (B)(6) 2026. There was no report of further harm to the patient as a result of change in treatment. This event is isolated to one patient sample. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter customer technical support (cts) provided phone troubleshooting guidance regarding potential sample interferences and recommended evaluation of lih flags and IFU interference claims. Beckman medical affairs provided technical assistance for this event. The probable cause determined was unknown; however, it is most likely due to patient-specific sample interference rather than analyzer malfunction as beckman coulter instrument results were all within acceptable limits, except for glucose (below reference range per IFU). No third-party confirmation testing was performed. The discrepancy was limited to one isolated patient sample. The customer was referred to the most recent glucose IFU for evaluation of interference susceptibility claims. No hardware parts were replaced. No field service visit was initiated. The customer was satisfied with the provided information. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).